Event description:
The customer reported that the operator noticed the sample pouch had filled with air after the performed the venipuncture. The operator performed the venipuncture, opened the needle line clamp and sample bag line clamp and noted that there was air moving towards the donor. She immediately closed the needle line clamp, removed the needle from the donor's vein and pressed end run. The donor did not receive any air and did not experience any adverse events. No medical intervention was necessary for this event. The customer is unable to provide the age or date of birth of the pt. The disposable set was discarded at the customer site, therefore is not available to be returned for eval. This report is being filed due to operator error that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was investigated for the procedure. The system directed the operator to close the clamp on the sample bag line. The operator states she did not close the clamp on the sample line pouch when directed to on the screen. During air removal and disposable set test, the sample bag filled up with air. Per the supervisor, the operator is no longer performing trima procedures. Investigation eval and corrective actions are in-process. A f/u report will be provided.